Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 34 mg/dl; cause was unknown. Customer addressed bg level by calling emt services and received glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.